Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
Customer reported that during performance verification test (pvt), the unit failed the backup alarm test. The customer reported there was no patient involvement.